Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, a specific value was not provided. Cause was unknown. The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.